Event description:
It was reported that the customer experienced issues with a pump, suspecting it was not charging correctly. There was no reported adverse impact. The customer attempted to troubleshoot the problem by charging the pump fully to allow a log review, but technical support (cts) was unable to reach the customer for further assistance despite multiple follow-up attempts via calls and email. No additional information was received regarding the resolution of the issue.